Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/14/2020. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a bilateral inguinal hernioplasty on (B)(6) 2020 and the absorbable straps were used. During surgery, the doctor was trying to fix the mesh to the abdominal wall using a securestrap stapler; at the beginning the doctor gave the shot and nothing came out, later 3 came out and none was fixed to the mesh, they only fell into the cavity. Later a protack stapler was requested which worked without problem. The patient is well and did not suffer any problems during and after the surgery. There were no adverse patient consequences reported.